Event description:
During the transapical tavr, a 26mm sapien valve was positioned in a more ventricular position due to concerns of the low coronary heights. The valve was deployed lower than intended. A second valve was prepped. During positioning of the second valve, the first valve embolized into the left ventricle. The patient was placed on bypass and the second valve was successfully deployed. The embolized valve was crushed and removed through a ventriculotomy. During the ventriculotomy closure, the second valve migrated toward the lvot and embolized in the left ventricle. The valve was snared and pulled into the descending aorta. Several attempts were made to crush the valve but due to the sideways orientation this was unsuccessful. The valve was left in the descending aorta. The patient was removed from bypass to evaluate heart function. Moderate ai was present in the native valve and the patient was moderately stable at the end of the procedure. The patient¿s native annulus measured 23.6 x 29.5mm by CT with mild native valve/leaflet calcification and no root calcification noted. It was perceived that the selected device was undersized. It was reported that the patient expired 6 days post tavr.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that patient factors (e.g. Mild native valve calcification and native annulus size), as well as device handling and potential undersizing of the valve may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. (B)(4).